Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report that he was having leakage from the bottom of the reservoir. Husband also mentioned that his wife was hospitalized due to kidney failure.